Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The revision reported may have been the result of prosthesis wear of the tibial insert and patella component as a result of 12 years of use with subsequent osteolysis and potential breakage of the components. However, the event cannot be confirmed, and potential contributions from user or patient related considerations to the event could not be determined because the components were not returned for evaluation, and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 71 yo patient who had a right tsa underwent a revision procedure approximately 12 years 10 months post the initial procedure. The surgeon performed a synovectomy surrounding the affected knee. Minimal osteolysis present. Patella exhibited significant wear along lateral and medial tracking path. Tibial insert had no obvious wear. Femoral and tibial component were well fixed. Tibial and femoral components were retained while the patella and tibial insert components were replaced. There was device breakage during the procedure that were in the wound site, but all of the parts and pieces were removed. The surgeon removed all osteolytic tissue. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. The hospital retained them for analysis. No device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: 2447156 204-04-22 optetrak tibial tray. 2301684 234-03-02 optetrak asymmetric femoral posterior stabilized, cemented size 2 right should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: clinical code, component code. The revision reported may have been the result of prosthesis wear of the tibial insert and patella component as a result of twelve years of use with subsequent osteolysis and potential breakage of the components. However, the event cannot be confirmed, and potential contributions from user or patient related considerations to the event could not be determined because the components were not returned for evaluation, and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.